Event description:
The customer reported the locking system of the video connector was broken which resulted in intermittent loss of the video signal on the subject device. Additional details were requested regarding the reported event. There was no effect on the patient reported due to the event.

Manufacturer narrative:
The subject device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the intermittent image. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is not possible to determine a definitive root cause without evaluation of the device. Olympus will continue to monitor field performance for this device.